Event description:
Report received from an abbott international affiliate. Abbott angiocath t breaking off in a patient foot after insertion. Catheter was inserted and was met with resistance. Upon withdrawal 1/2 inch of the sheath broke off in the patient. A torniquet was applied and the sheath was removed successfully with no ae (adverse event) to patient. Although requested, no additional information was available.